Event description:
It was reported that during a prophylactic laser extraction of the lead, the surgeon noted a cardiac tamponade on fluoroscopy. Sternotomy ws performed to alleviate the tamponade and repair the tear in the svc. New lead and ICD were implanted successfully. Patient is doing well post surgery.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
A partial lead was returned cut in two segments. External insulation abrasion was found at 10.7-12.6cm from the distal tip, consistent with lead friction to another device. The etfe coating was intact at the same location.